Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) found worn syringe seals and replaced them, performed an electrode check, found chips in the dilution vessel and replaced it, replaced the vacuum nozzle, and performed ise checks and calibration successfully. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The analyzer serial number is (B)(4). The customer cleaned the sample probe, ise nozzles, and the wash station, and ran a cleaning rack. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 150.8 mmol/l. The customer questioned the result which prompted them to repeat the sample. The sample was repeated on another module and the result was 139 mmol/l. The repeat result was deemed correct.